Event description:
During the procedure, an arthrex surefire needle with fastpass scorpion was being used. While passing the suture through the cuff the needle and suture became trapped and the tip of the needle appeared to be breaking off. As the surgeon removed the fastpass from the shoulder through cannula the piece of the surefire needle broke completely off. An x-ray was performed to see if the tip was inside the shoulder. The x-ray was negative.